Event description:
Reporter alleged the customer obtained a result of 96 mg/dl on the compact plus system. Reporter stated the customer was experiencing hypoglycemic symptoms when she took him to the hospital. Reporter stated the hospital obtained a result of "lo" on their system and also a result of 32 mg/dl on the lab system about 1 hour after those initial readings taken on his compact plus system. Reporter stated the customer was treated with "dex 50" and IV solution. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for one possible suspect devices used. (B) (6).